Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump in which there were duplicate images on the display was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty main display. The main display was replaced to correct this condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there were duplicated messages on the main display. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.